Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft was implanted in patient for endovascular treatment of a 6cm thoracic aneurysm. It was reported that the patient presented emergently with hemoptysis. A CT scan was done and a proximal type I endoleak was observed. The physician implanted an additional stent graft and the subclavian artery was intentionally covered. At the end of the procedure, the proximal type I endoleak and the hemoptysis persisted. No additional treatment was done. Per the physician, the cause of hemoptysis and proximal type I endoleak prior to the secondary intervention was due to patient anatomy, disease progression. The cause of remaining proximal type I endoleak after the secondary intervention was unknown. No additional clinical sequelae was reported and the patient is being monitored by the physician.